Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks during chest compressions while undergoing resuscitation, consistent with the product labeling indicating that external chest compressions may result in inappropriate shock delivery. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.